Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5092952 that a female patient underwent a breast surgery with unspecified mentor saline breast implants. The patient reported that within less than five years of her implantation, she experienced pneumonia leading to hospitalization, chronic respiratory infections, severe joint pain and swelling, rheumatoid arthritis, fibromyalgia, unexplained weight gain, severe hair loss, memory issues, brain fog, vision decline and disturbances, sudden fevers, rashes on arms and chest, suicidal thoughts, depression, anxiety, and panic disorder. No device issue such as rupture was reported. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This report is for the patient's right-sided device.